Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power. The distributor described the display screen was blank and there were no audible tones or vibratory function. The distributor confirmed there was no audible tone on battery insertion and that the battery cap spring was intact. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of the pump not having any power remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.